Event description:
The hcp reported that the pt had an infection. The device was explanted and returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.

Event description:
The hcp reported that the pt had an infection. The device was explanted and returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.